Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va0mdgy, ubd: 01-jul-2017, (B)(4). (B)(4) is related to pli 20, the lead. (B)(4) is related to pli 10, the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was paresthesia along the right side of the dbs system. The issue was ongoing at the time of the report. The patient was reprogrammed, they decreased the voltage from 4.0 to 3.6 on (B)(6) 2018. Impedance was okay. It was noted that the relationship of the event to the device/therapy was possibly related, and it was also possibly related to the implant procedure. The symptoms that were reported were that the patient was experiencing some tingling along their right wire when they lay on their right side. They report feeling a "buzzing" sensation over their right ins and then it goes up to their neck into their jaw. It was not painful but it does bother them at night. It was noted that it's not triggered every time they lay on their right side, they cannot trigger it with putting their head in different positions. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The weight was unknown. The exact cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study. It was reported the issue was resolved without sequelae on (B)(6) 2018. It was also reported that the issue was not due to programming. No further complications were reported as a result of this event.